Event description:
It was reported that revision surgery was performed due to pain in the pt's knee. During the revision surgery it was noted that there was wear on the articulating surfaces of the tibial insert.